Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that sensation 40cc balloon catheter filled with blood during insertion. No harm to the patient was reported.